Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that over the last five months she's experienced irritation ("red rash, almost like burn marks") without fluid or infection. The affected area takes about 2 weeks to heal. Pt reported that irritation seems to be an allergic reaction caused by the pod adhesive. Pt consulted her endocrinologist around (B)(6) 2011 and clinical diabetes educator who advised to use neosporin on affected area. Pt had tried using IV 3000 with no success.